Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the electrocardiogram connector was loose on the link electronic module board and therefore the board was replaced and calibrated. (B)(4).

Event description:
The programmer and the radiofrequency programmer head were returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.